Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller and corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay, faded serial number label, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.